Event description:
It was reported that the patient experienced ineffective therapy. As such, surgical intervention took place wherein the leads were explanted and replaced. The new leads were implanted at a new position to address the issue. Investigation was unable to determine which of the devices attributed to the event.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6). Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial:(B)(4), batch: 8186406.

Event description:
Related manufacturer reference number: 1627487-2023-00514. Additional information received indicates that the patient experienced ineffective therapy with both the leads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.